Manufacturer narrative:
Retainer ring = clear customer returned pump for alleged failed battery test found on (B)(6) 2021. Pump received with a failed battery test alarm denying access to the menu. Pump could not perform displacement test, sleep current measurement test, active current measurement test, and self test due to a failed battery not allowing access to the menu. The test p-cap locks properly in place of the reservoir tube, however, a damaged retainer ring is noted. Pump was cut open to perform visual inspection and a loose d1 chip on the pcba 2 board noted. Pump could not download history/trace files due to broken connector on the d-1 resistor on the pcba 2 board. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, serial label damage (faded), cracked retainer, and minor scratches on lcd window. In summary, customers alleged failed battery test was confirmed on boot up where a failed battery alarm showed up multiple times. Battery test failed and unable to download history/trace files due to a broken connector on a d-1 resistor. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery error. Customer stated that they tried different new batteries but the issue did persist. No harm requiring medical intervention was reported. The device will be returned for analysis.